Event description:
It was reported to philips that, when the user put the codemaster defibrillator paddle in the holder, the user found "paddle break down". There was no negative pt impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.